Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer would not communicate with the programmer which was confirmed by its failing of functional testing and it was therefore replaced. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.